Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be bent, causing side to side misalignment of the grips. There was a 0.097" offset at the tips, indicating overloading at the tip. Instrument passed electrical continuity test. Additional findings not reported by the site were frayed pitch cable and pulley's scratches. Instrument was found with frayed pitch cable located at the distal idler. The distal pulley also exhibited some scratches.

Event description:
Received medwatch report from the customer, according to the MDR report, 'instrument noted to have a tip damaged; during pre-operational check, the scrub noted a frayed edge. No harm to patient was reported, instrument was not used.'